Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was planned to be inserted via direct aortic access in a 78-year-old male patient for an unspecified indication. The patient's comorbidities were not reported. Prior to initiation of support, the patient was reported as society for cardiovascular angiography and interventions (scai) shock stage d and required inotropic support, vasopressor therapy, and respiratory support. Prior to device insertion, the 23 french × 6 cm peel-away introducer sheath was reported to be leaking from an unidentified source despite adherence to best practice recommendations for graft securement. Minor oozing was observed. To address the issue, the initial introducer sheath was removed and replaced with a new sheath, which resolved the leak and allowed continuation of the implantation procedure. The event resulted in a temporary delay in therapy during device insertion. No hemodynamic instability, clinical deterioration, or other adverse patient consequences were reported. The impella 5.5 device was subsequently implanted and functioned as intended. The patient remained supported with the impella 5.5 and was later successfully weaned and explanted. The patient survived to explant. Based on the available information, the reported sheath leak is consistent with a device component performance issue requiring replacement of the introducer sheath and resulting in a temporary delay in therapy. The issue was resolved with sheath replacement, and there was no reported adverse clinical impact to the patient beyond minor oozing. The impella 5.5 subsequently functioned as intended, and the patient survived to explant.